Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
The affiliate reported that the customer assumed a shunt insufficiency. The valve was no longer programmable. Device was revised. No further details were given.

Manufacturer narrative:
Upon completion of the investigation it was noted that the stator was dislodged. Therefore the cam position/pressure could not be determined. Upon further investigation a crack and an imprint was found on the casing. This suggests that the device may have sustained some form of impact causing the cracked condition of the valve. This however could not be confirmed. A review of the device history records confirmed that this device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.